Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 1 was not showing in recover storage space. The field service engineer resolved the issue by replacing all the latches on tower with new style latches and restarted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had door failure. The customer reported that the medications in storage space show failed but no option to recover and there was a delay in patient care. There were no adverse events or injuries reported based on this event.